Event description:
Allegedly, a wright medical dual taper hip implant, fail due to corrosion and release toxic cobalt debris into the body. First complex revision (9-hour operations and ICU) and a second complex revision to remove the metal debris, which was still present. Level of implant corrosion 'goldberg 4' present. It has left pain and disability and has significantly affected the patient career and quality of life.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.